Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with the naked eye noted a cracked main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The leak testing was performed with the returned minicap and an in-lab patient connector with no leaks noted. The reported cracked main body was verified; however, the reported leak was not verified. The cause of the cracked main body could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set leaked due to a crack on the light blue main body. This occurred during use of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.